Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between september 17, 2024 and january 17, 2025 recorded the increasing pvc/h from initially between 5 and 15 up to 30 at the end of the recording period. The short interval counter demonstrated an increase from 0 to 60 at the end of the recording period. The analysis of the provided freeze episodes during follow up and episode no. 113 from january 13, 2025 revealed artifacts on the lv and rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing with artifacts was noted on home monitoring on rv and lv channels. The observation was confirmed during a follow-up in office. Patient had recently experienced symptoms associated with disrupted biv pacing. Patient had recently moved house and was involved in heavy lifting. Revision has been booked. Should additional information be received, this file will be updated.